Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received multiple shocks due to failure to convert. The patient underwent extensive device testing using varying shock vectors and polarities but was unsuccessful. It was then determined by the healthcare team that the device and right ventricular (rv) lead were shunting the energy to a previously implanted rv lead that had been capped due to twiddler¿s syndrome. The abandoned rv lead was laser extracted without incident and two successful defibrillation threshold (dft) testing was performed intraoperatively. The physician decided to explant the device electively as it was at middle of life (mol). The device was replaced successfully and will not be returned as it was kept by the explanting hospital. No additional adverse patient effects were reported.